Event description:
It was reported that interrogation before implant procedure showed the device was in backup vvi mode. Another device was used.

Manufacturer narrative:
The device was in backup vvi mode while still in the box. The backup vvi was believed to be due to exposure to cold temperatures.

Manufacturer narrative:
UDI (di): (B)(4).